Event description:
It was reported that patient needed a programmer because sometimes it was vibrating too high and was hurting her and this had been going on for a couple weeks. The patient described it as sudden. The patient also indicated that the battery was going dead. It was indicated a couple of months ago prior to the call they already "shocked the battery once to see if it was still good." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0ahln, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).